Manufacturer narrative:
The user guide states: "you should avoid activities which could expose your system to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 772mg/dl. Subsequently, the customer was admitted to the hospital's intensive care unit (ICU) in "unstable" condition with bg in the 400s(mg/dl). Customer was treated with intravenous fluids and insulin drip. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the cause of high bg was unknown, however, the customer reported wearing the pump in temperatures over 100 degrees fahrenheit. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.